Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the mid-section third of the crimped stent were damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 32x3.00mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was then noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 32x3.00mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was then noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.